Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5 a6 b5 d6b h6

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on april 03, 2025 with lot number 1225384. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for right side. The device remains implanted.